Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for device upgrade and externalized conductors were observed. Sensing issues were noted on the lead in 2008. Lead was capped and replaced.